Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: tip of inserter broken during impaction. The tip was not retrieved. Surgeon was fine with leaving instrument tip in patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
(B)(4): the investigation has shown that the tip of the implant holder has broken off. The reported issue has also been addressed and inadequate handling was found as main root cause for the reported breakage. The broken surface is homogenous which indicates material conformity as well. The manufacturing records were reviewed and no complaint related issues were found.